Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture threshold and noise. The noise, as well as some t waves, were oversensed by the device. The noise was not reproducible in clinic. No intervention was performed. The physician elected to monitor the lead. The patient was in stable condition.